Event description:
Pt reported that their one touch ultra meter kept giving the error 2 message. This issue was not resolved with troubleshooting. Replacement meter was sent to the pt. There was no medical intervention or adverse event reported. No further clinical information provided.